Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23167. Related manufacturer reference number: 1627487-2020-23168. It was reported patient¿s lead was fractured and it was confirmed by x-rays. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue. It is unknown which lead was fractured and explanted, therefore all three leads are being reported.